Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose of 19 mg/dl. The customer stated her blood glucose was higher than normal in the morning. She woke up at 156 mg/dl and later it was 200 mg/dl. She had given some insulin and done some physical therapy for a broken hip and she started to not feel well so went to lay down. Her neighbor came over and found her and called the paramedics. She was treated with an IV and food. Current blood glucose is 90 mg/dl.